Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (etlw1613c93ee) was implanted during the during the endovascular intraluminal exclusion of a 27mm abdominal aortic aneurysm. It was reported during the index procedure, the right femoral artery was accessed, and the endurant ii stent graft main body (etbf3616c145ee) was placed. The left femoral artery was accessed to connect the endurant ii stent graft limb (etlw1613c93ee). After the stent graft limb was deployed, the delivery system could not be withdrawn smoothly despite multiple attempts. No damage was observed to the delivery system, and the trigger mechanism functioned properly. During removal of the delivery system the stent graft moved from its initial position and was pulled down into the aneurysm cavity. A new endurant ii stent graft limb (etlw1613c93ee) was re-implanted in the place of the original endurant ii stent graft limb which had moved from its initial position. The surgery was completed successfully, and the patient returned safely to the ward. Per the physician the cause of the removal difficulties was undetermined but vessel thrombus/calcification/tortuosity may have contributed to the removal difficulties. No additional clinical sequelae were reported, and the patient is fine.